Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer declined to troubleshoot for high readings. The customer states that the device is broken near the reservoir department and she can smell insulin. She also reported that the device said no delivery. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The product will be returned for analysis.